Event description:
It was reported that patient presented to clinic after receiving inappropriate therapy for svt. The device was reprogrammed and patient was well after event. No further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.